Event description:
It was reported that the system would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The 5v and 12v power supplies were in need of replacement. No further info is available at this time.